Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced waxy vision. The clinical reason was reported to be "complication from lens". The iol was replaced with unspecified monofocal lens approximately within a month after initial procedure. Additional information has been requested but is not available at the time of this report.